Event description:
Called to ICU for line placement portable chest x-ray (pcxr), left dept after next pt. Around 10 min later with port 6 image taken, appeared on screen, but turned red and failed to send. Detector could not be selected to take a new image a different machine was used, and image taken successfully total time taken to complete pcxr was about 30 minutes.